Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and concern for the product.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV" and "exchange from textured to smooth implants due to the patients concern with the product." Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight within specifications, crease fold, deformation, wear abrasion. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV" and "exchange from textured to smooth implants due to the patients concern with the product." Device has been explanted.

Event description:
Device has been explanted.